Event description:
Boston scientific received information that during routine device replacement, this implantable cardioverter defibrillator (ICD) was difficult to remove from the pocket. During removal from the pocket, the header came off of the device can. A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.